Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause was presumed to be, due to the following: a) broken "ccd" [charged coupled device] cable, caused by excessive bending/pulling stress to insertion section and universal cord. B) short circuit of ccd cable, caused by contact failure, due to wiring mistake on connector board. C) electrostatic damage inside ccd that may be, caused by handling such as the following. ·system ground wire was not connected (static electricity is applied). ·with system power on, remove and insert scope connector (overcurrent). ·dirt, moisture, and others are attached to video connector contact section (short circuit). The suggested event was deemed as preventable. The instructions for use (IFU) states the following: - do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. - do not insert the video connector, while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope. And compromising patient and/or operator safety. - do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. - turn the video system center on only, when the video connector is connected to the video system center. In particular, confirm, that the video system center is off before connecting or disconnecting the video connector. Failure to do so, can result in equipment damage, including destruction of the image sensor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the brand new endoeye flex 3d deflectable videoscope presented an abnormal image and 3d adjustment was impossible. No patient harm reported. During the evaluation of the device, it was noted the 3d image was defective. The information did not match the user. This report is to capture the reportable malfunction of a defective 3d image/information did not match the user noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The image was tested with a new personal computer (pc) board twice and there was still an abnormal image. It was concluded the charge-coupled device failed. Also found was a deterioration of the adhesive on the bending section cover and a scratched distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue occurred before the procedure.